Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital with symptoms of diaphragm stimulation. Upon interrogation it was noted that the right ventricular (rv) lead exhibited loss of capture. The patient went for lead procedure same day due to a perforation. During the procedure the rv lead was able to be successfully repositioned and no additional adverse patient effects were reported.